Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). Field service rep evaluation: the carefusion field service representative (fsr) performed the operational verification procedure of the device and found the internal blender requiring calibration. The blender calibration resolved the delivered fio2 issue of the device by the fsr. There were no parts replaced so nothing is expected to be returned for evaluation by the manufacturer.

Event description:
The customer reported the delivered fraction of inspired oxygen (fio2) is out specification on this avea ventilator. The customer stated no patient involvement with this event.